Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an itch under the electrodes and near bandages. There was no alleged device malfunction contributing to the irritation. The home health nurse removed the bandages which helped the skin irritation. Follow up indicated that the skin irritation improved.